Event description:
A surgeon reported that the probe's cutting was poor during surgery. The product was replaced to resolved the issue. There was no harm to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).